Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the site was sending the pump back as the pump showed the error code 1144. This alarm event pauses the delivery of the pump until the error is addressed. The pump did not alarm when programmed, but it started alarming when the nurse turned the pump on to hook up to the patient. The event occurred during set up at the hospital, and there was no patient involvement.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: customer reported pump showed code lec 1144 and was alarming when hooked up to the patient. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.